Event description:
It was reported that a scooter went off the side of a ramp and fell on top of the user, breaking her ribs. It is unknown the extent of the medical attention but the user is bed bound. Should additional relevant information become available, a supplemental report will be submitted.